Event description:
The previously reported information pertains to the event in MFR report # 3004209178-2012-11819. The reported information does not suggest this device was involved in the event.

Event description:
It was reported that there was a loss of therapeutic effect. The reporter stated that the patient was showing symptoms that the device was off. It was noted that the device recharger and patient programmer had been lost. Nine days later, it was reported that the patient's system was turned off. The reporter stated that it most likely died because the patient did not charge the system. It was reported that the battery was recharged and the system came back on. It was noted that there was no hospitalization and no injury to the patient. The reporter stated that when the system completely died and was recharged and turned back on, it caused a shocking ''wave'' that the patient was afraid of. A follow-up report will be made if additional information becomes available. See MFR report # 3004209178-2012-11819 it was unclear if both devices contributed to the event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37752, serial # (B)(4), product type recharger; product ID 37642, serial # (B)(4), implanted: (B)(6) 2009, product type programmer, patient; product ID 37612, serial # (B)(4), implanted: (B)(6) 2009, product type implantable neurostimulator; product ID 37085-40, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37085-40, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 3387s-40, lot # v132495, implanted: (B)(6) 2009, product type lead; product ID 3387s-40, lot # v132495, implanted: (B)(6) 2009, product type lead. (B)(4).